Event description:
Date of actual surgery not known, information received via whatsapp on 23-oct. (B)(6) is on leave until monday and will provide further details then. I have advised (B)(6) a per is required. "Hi (B)(6), we have an issue in (B)(6) hospital. The tip (3 mm metal) of the bearing impactor saiph broke and ended up in the patient unnoticed. This requires a small re operation.